Event description:
On (B)(6) 2017 the reporter contacted lifescan alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began on (B)(6). The reporter stated that the patient obtaining a blood glucose reading of 154 mg/dl on the subject meter and 97 mg/dl on a hospital meter, obtained within 30 minutes of each other. The reporter stated that, prior to obtaining these readings, the patient developed symptoms of ¿felt in low¿. The reporter was unable to provide further details regarding the exact symptoms. The reporter stated that the patient manages their diabetes with non-insulin shots. The reporter stated that the patient was treated by an hcp at hospital; however, the reporter was unable to provide further details. At the time of troubleshooting the cca determined that the meter was incorrectly coded. The reporter was trained on correct testing procedure and replacement products were sent to the patient. This complaint is being reported because the patient may have developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.